Manufacturer narrative:
No other samples were questioned or reran. Qc had been running acceptably prior to and after the event. A field service engineer (fse) was dispatched: the fse replaced the module. The fse instructed the customer on proper placement of the instrument covers. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low glucose results generated by the unicel dxc 600 synchron clinical systems on two patient samples. The low glucose results triggered the critical rerun feature on the instrument, and the critical rerun results were also low. The specimens were re-tested on a different instrument which yielded acceptable results. The results were reported out of the lab. The low results were not reported out of the lab. Patient treatment was not affected.